Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was reloaded to resolve the issue. Additionally, the customer experienced low blood glucose (bg) of 45 mg/dl, cause was unknown. Reportedly, the customer declined troubleshooting regarding low bg.